Event description:
It was reported that the display does not show speed. A ce rotablator was selected for use. During the procedure, it was noted that the display does not show speed while the burr was rotating. The procedure was completed with this device. No complications were reported and patient was stable post procedure.